Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, the patient developed a clot. The target lesion was located in the superficial femoral artery (sfa). The physician treated the lesion using a csi orbital atherectomy device (oad) at low, medium and at high speed. Post-atherectomy did not reveal any complications. The physician followed-up atherectomy with drug-coated balloon angioplasty and stent deployment, but a clot developed at this point. An angiojet catheter and tpa lyric catheter were used to remove the clot. It is believed that the patient was sub-theraputic to heparin or had an antibody to heparin, but it could not be confirmed. It could not be confirmed whether or not the oad caused or contributed to this event. The patient status remained stable throughout the procedure. Additional information has been requested, but none has yet been received.